Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they recharge the ins, their intensity levels would all reset. Pt said the issue had been happening for probably the last two weeks now, and they did not have adaptivestim programmed in. Pt said the issue only happens while recharging, and happens every time they would recharge. Pt said their group a programs (which was the group pt had been using) would be on 1.6, 1.3, 1.3, 1.3, but while recharging, they would all be reset down to 0.5. Pt confirmed they were currently on group a with the programs at 1.6, 1.3, 1.3, 1.3. Pt did not see any damage to controller port (controller serial: (B)(4)). Pt checked the menu, and confirmed "check position" was greyed out - indicating pt didn't have adaptivestim. Pt did not have recharger (rtm) with them to examine rtm for damage or try recharging and seeing if the intensities reset, however pt said they didn't remember any damage on the rtm. The issue was not resolved. Pss reviewed to call back with rtm for further troubleshooting to try and determine the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they received the replacement recharger antenna (rtm) and controller from this case, but they continued to experience their in tensity programs changing randomly and their implanted neurostimulator (ins) battery was depleting faster than normal. Pt noted their ins battery usually lasted 5 days, but their ins battery would last 2 days now. Pt spoke to their manufacturer representative (rep) via phone yesterday about the issue again and their mdt rep. Didn't know what was occurring and re-directed them to patient services (pss). Patient services specialist (pss) reviewed ins battery depletion was dependent on ins settings and usage. Pss confirmed the pt's stimulation was turned on and they were in group a: program 1 with an intensity of 1.9 that was increased to 2.4. Pss confirmed the pt had their adaptive stimulation turned on for group a: program 1 and pss helped them turn off adaptive stimulation. Pt adjusted their intensity for the rest of their programs and confirmed all of those programs had their adaptive stimulation turned off. Pt noted their program intensities would change randomly before they turned adaptive stimulation on. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device and follow-up with their healthcare provider (hcp) if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they didn't know the cause of the settings getting reset. The recharger and controller were replaced but the issue was not resolved and they were still resetting the controller. The patient said they would contact their representative to see what they could do from there.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt saw no visible damage to the controller contacts or controller port. Pt saw no visible damage to the recharger. After reset, pt said that all their settings were the same that they set them at. Pt said the settings only change while recharging their implant. The patient was sent out a replacement recharger (rtm). The pt will call patient services (pss) back if the issue persists after their replacement. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back and said that the issue has persisted with their intensity settings changing after charging their implant with the recharger replacement they received. Pt said after charging last night, they checked their settings on their controller and all the numbers in groups b and c's programs went to 0. Pt said in group a, the numbers didn't go to 0, but they changed and they weren't at the right settings. The patient was sent out a replacement controller. No symptoms were reported.